Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303552 and lot number 0202900. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd syringe 50ml ll the plunger was damaged and medication leaked. This occurred during use on 3 patients, however, there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: 50 ml syringe luer lok 303552 - bd (lot: 0202900) had a plunger with a problem, so when the onco-bcg was handled, the sf0.9% that was aspirated leaked from the bottom of the syringe through the plunger. The same occurred for two other patients at the time that 5-fluorouracil chemotherapy was manipulated, but on different days. The material looks perfect, it is only possible to perceive it when the medicine is aspirated.